Manufacturer narrative:
Investigation summary: it was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor of unknown type and experienced deflation on the right breast implant. The doctor observed the right side implant was deflated during physical examination. As a result, patient underwent removal and replacement with allergan product on (B)(6) 2018. Device evaluation and investigation findings: upon receipt to mentor, the device was received with no fluid. No foreign material was observed within the device or on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.6 cm next to an area of siltex cracking on the posterior view. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor of unknown type and experienced deflation on the right breast implant. The doctor observed the right side implant was deflated during physical examination. As a result, patient underwent removal and replacement with allergan product on (B)(6) 2018.